Event description:
The facility biomedical engineer reported an infusion pump with a 715 failure code. The biomed stated that there was no report of pt incident involving the pump since the last baxter service event. Info was requested by baxter regarding whether or not the pump was in use on a pt when the failure occurred, specific pt info, pump programming and set-up info, tubing product code and lot number in use and the medication involved if applicable, but no additional info was available. Additional contact info was requested but no additional contact was identified.